Manufacturer narrative:
The reported events were dislodgment, and a sensing issue. As received, a complete lead was returned with its helix fully extended and within product specification for analysis. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies other than bent / damaged connector pin consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead exhibited poor sensing. The physician attempted repositioning the ra lead several times but was unsuccessful and the ra lead was dislodged. The ra lead was removed and replaced. The patient was discharged with no reports of adverse consequences.